Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly, the pump and the transmitter were out of range. The customer experienced a blood glucose (bg) level displayed as "high" on the continuous glucose monitor. Customer addressed bg by administrating a correction bolus via pump. Reportedly, the customer was able to regain connection after bringing tx and pump within range, and continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.